Manufacturer narrative:
The reported oad was returned for analysis. The oad tip brushing was observed to be detached and missing. A kink was also noted in the driveshaft. The detached section of the oad was analyzed using scanning electron microscopy, which found evidence of fatigue of the trip brushing weld. The device was used off-label to treat the mesenteric artery, which may have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that while the csi orbital atherectomy device (oad) was being used off-label to treat the mesenteric artery, the tip of the device became detached. The mesenteric artery was unable to be dilated by balloon due to heavy calcification. The oad was used off-label to treat the lesion using three passes on low speed. During the third pass, the device stopped spinning and was difficult to pull back. When the device was pulled back into the coronary guide catheter, it was noted that the tip of the device had detached and remained on the guide wire. The wire and device were removed and the procedure was completed using balloon angioplasty and stent placement. The patient was stable following the procedure.